Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It is reported that the device is under-infusing at 16.1ml, 17.1ml. There was unknown patient involvement.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Unable to confirm customer concerns through three accuracy test, performed performance verification tests, upon further investigation, upstream occlusion sensor (uso) seal has glue underneath the dome and glue on the circle portion of the sensor. Replaced uso seal. Performed downstream occlusion sensor (dso) /uso sensor calibration. Performed performance verification tests, unit passed all testing criteria. Software updated. Unit reset to standard configuration.